Event description:
It was reported that 3 bd phaseal¿ p50 protectors experienced foreign matter. The following information was provided by the initial reporter: this is a report about coring with the use of protector (cat#515106). Coring occurred during preparation of treaxin using phaseal product.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. Fragmentation testing is performed according to procedure, to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be evaluated. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the available information we are not able to identify a definitive root cause at this time.

Event description:
It was reported that 3 bd phaseal¿ p50 protectors experienced foreign matter. The following information was provided by the initial reporter: this is a report about coring with the use of protector (cat# 515106). Coring occurred during preparation of treaxin using phaseal product.